Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: piece of flowport polymer broke off in patient. Probable root cause: design: design stackup interference. Insufficient assembly design concept. Manufacturing: cannula, instrument or scope not manufactured to specification application. Excessive force. User unfamiliarity with devices. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that during the procedure a piece of instrument broke and remained in side of the patient. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during the procedure a piece of instrument broke and remained in side of the patient. The procedure was completed successfully.